Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient received 36 hours of arctic sun therapy. The patient's temperature was 35°c, and the water temperature was approximately 35°c. The nurse stated that the highest water temperature that she noted was 38.8°c. Upon finding the skin condition, the nurse called the troubleshooting hotline and was informed to take off pads and save them for investigation. There were two event alerts documented; the first on (B)(6) 2017 at 09:29 am, alarm 14 (disconnected primary patient probe), and the other on (B)(6) 2017 at 10:51 am, alert 105 (cooling time end). Settings for the rewarm phase were checked, and the rewarm read from 35.7°c at 2138 hr.. The rewarm rate was at 0.25 c/hr., with a target of 37°c at 02:50 am. The user was advised to slowly peel back the pads when removing them. The nurse stated that prior to therapy, the skin was mottled and stayed mottled throughout therapy; however, was intact. On (B)(6) 2017, at approximately 1700 hr., the nurse discovered redness on the top layer of skin, on the patients thighs. The nurse hesitated to call the skin irritation "blisters", because the skin was still intact. At approximately 1900hr., during shift change, the nurse noticed blisters under the skin that tore when peeling back the pads. When therapy was discontinued and the pads were removed, blisters described as "the size of the thigh pads" peeled off with the pads, causing partial skin loss. On (B)(6) 2017, during the follow-up call, a wound care nurse had been consulted, however, had not yet arrived. There had not been any treatment done to the area. It was also reported that the patient had been on vasopressors (dopamine and epinephrine). A bath was given during dayshift on (B)(6) 2017, however, the pads were not removed, and the area underneath the pads was not washed. The facility later reported that the alleged skin issue was not related to the device. It was found that the skin sloughing off of the patient was also on the patient's hands and feet, where the pads were not placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient received 36 hours of arctic sun therapy. The patient's temperature was 35°c, and the water temperature was approximately 35°c. The nurse stated that the highest water temperature that she noted was 38.8°c. Upon finding the skin condition, the nurse called the troubleshooting hotline and was informed to take off pads and save them for investigation. There were two event alerts documented; the first on (B)(6) 2017 at 09:29 am, alarm 14 (disconnected primary patient probe), and the other on (B)(6) 2017 at 10:51 am, alert 105 (cooling time end). Settings for the rewarm phase were checked, and the rewarm read from 35.7°c at 2138 hr.. The rewarm rate was at 0.25 c/hr., with a target of 37°c at 02:50 am. The user was advised to slowly peel back the pads when removing them. The nurse stated that prior to therapy, the skin was mottled and stayed mottled throughout therapy; however, was intact. On (B)(6) 2017, at approximately 1700 hr., the nurse discovered redness on the top layer of skin, on the patients thighs. The nurse hesitated to call the skin irritation "blisters", because the skin was still intact. At approximately 1900 hr., during shift change, the nurse noticed blisters under the skin that tore when peeling back the pads. When therapy was discontinued and the pads were removed, blisters described as "the size of the thigh pads" peeled off with the pads, causing partial skin loss. On 02/23/2017, during the follow-up call, a wound care nurse had been consulted, however, had not yet arrived. There had not been any treatment done to the area. It was also reported that the patient had been on vasopressors (dopamine and epinephrine). A bath was given during day shift on (B)(6) 2017, however, the pads were not removed, and the area underneath the pads was not washed.

Manufacturer narrative:
Received 1 used arcticgel pad kit with "l" stickers on the torso pads. The reported event was unconfirmed as the product met specifications. The visual evaluation showed that the appearance of the gel in the pad looked normal. There were no alterations or manufacturing deficiencies on the surface of the pad that contributed to the reported problem. The pads were reviewed and found that the trim pattern was correctly performed, the plastic tube was found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foam was found free of damages, tears or perforations, the seal between manifold connector and pads were found completed sealed, the energy connectors were found free of damages, and it was noted that the pads were sealed correctly. No manufacturing issues related were noted during the visual evaluation of the pads returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿the instructions for use baw28-300130-00 establish the following cautioned: due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. Use pads immediately after opening. Do not store pads in opened pouch. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient received 36 hours of arctic sun therapy. The patient's temperature was 35°c, and the water temperature was approximately 35°c. The nurse stated that the highest water temperature that she noted was 38.8°c. Upon finding the skin condition, the nurse called the troubleshooting hotline and was informed to take off pads and save them for investigation. There were two event alerts documented; the first on (B)(6) 2017 at 09:29 am, alarm 14 (disconnected primary patient probe), and the other on (B)(6) 2017 at 10:51 am, alert 105 (cooling time end). Settings for the rewarm phase were checked, and the rewarm read from 35.7°c at 2138 hr. The rewarm rate was at 0.25 c/hr., with a target of 37°c at 02:50 am. The user was advised to slowly peel back the pads when removing them. The nurse stated that prior to therapy, the skin was mottled and stayed mottled throughout therapy; however, was intact. On (B)(6) 2017, at approximately 1700 hr., the nurse discovered redness on the top layer of skin, on the patients thighs. The nurse hesitated to call the skin irritation "blisters", because the skin was still intact. At approximately 1900hr., during shift change, the nurse noticed blisters under the skin that tore when peeling back the pads. When therapy was discontinued and the pads were removed, blisters described as "the size of the thigh pads" peeled off with the pads, causing partial skin loss. On (B)(6) 2017, during the follow-up call, a wound care nurse had been consulted, however, had not yet arrived. There had not been any treatment done to the area. It was also reported that the patient had been on vasopressors (dopamine and epinephrine). A bath was given during dayshift on (B)(6) 2017, however, the pads were not removed, and the area underneath the pads was not washed. The facility later reported that the alleged skin issue was not related to the device. It was found that the skin sloughing off of the patient was also on the patient's hands and feet, where the pads were not placed.